Manufacturer narrative:
Reference article okajima, kazue, ikki komatsu, and todd b. Seto. Low incidence of prosthesis-patient mismatch following extremely small transcatheter aortic valve replacement with 20-mm sapien 3. International journal of angiology 31.02 (2021): 120-125. The dates of the events are unknown; however, according to the article the study period was from august 2015 to december 2017. For this reason, the first day of the reported study period (01-august 2015) was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article, "low incidence of prosthesis-patient mismatch following extremely small transcatheter aortic valve replacement with 20-mm sapien 3'', the study includes a total of 201 patients who were treated with sapien 3 valve (sp3) from august 2015 to december 2017 at the queens medical center, honolulu, hi. The study included 21 patients with 20mm sapien 3 valves, 67 with 23mm sapient 3 valves, and 113 with 26 or 29mm sapien 3 valves. Events were captured from table 2 procedural outcomes and table 3 hemodynamic parameters (postprocedural). This event is for after implantation of a 23mm sapien 3 valve, 1 patient had an annulus rupture.